Event description:
This patient was admitted to the hospital for a peripheral angiogram. The angiography revealed a 90% stenosis in a moderately calcified and tortuous left superior femoral artery. The pta savvy 120cm 6x6 balloon was removed from its sterile packaging and prepped per the product's IFU. There were no anomalies noted during prep and the catheter appeared "perfect." The balloon was advanced over a terumo guidewire to the lesion site and inflation was initiated with an inflation manometer; however, the balloon burst at 4 atms. The catheter was withdrawn from the patient. Upon further inspection, a pinhole was noted in the balloon. There was no patient injury.